Manufacturer narrative:
The device was received with cannula assembly fully deployed. Inspection of the soft cannula did not find it to be bent, kinked, or damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 500 mg/dl, while wearing the pod between 4 and 24 hours on the leg. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.